Event description:
It was reported that the programming was having problem. No patient injury was reported.

Manufacturer narrative:
Customer reported that the programming was having problems. Performed functional check. Investigation found no problem regarding the change delivery mode from intermittent to continuous of the returning device. Unable to determine what caused the problem.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-04331. The report was submitted in error., corrected data: corrected information provided in h10.

Event description:
Information was received indicating that a smiths medical pump's delivery mode could not be changed from intermittent to continuous. There were no reported adverse events.